Manufacturer narrative:
Device evaluated by MFR.: the device has not been returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 3.0mm x 20mm maverick2 balloon catheter to an unspecified lesion. Upon the first inflation the balloon was inflated to 10atms and ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.